Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned mini vision stent delivery system (sds) noted blood visible in the guide wire lumen and contrast in the inflation lumen, consistent with preparation and the sds advanced over a guide wire. The stent implant was dislodged from the sds and not returned, confirming the reported information. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. There was no peeling on the balloon or tip as reported. The tip length was measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. Although the anatomical conditions were not reported, it was noted the lesion was not pre-dilated, which may have contributed to the reported failure to cross. It should be noted the mini vision instructions for use (IFU) states: pre-dilate the lesion with a ptca catheter. Additionally, it is likely that interaction with the lesion/anatomy may have contributed to the reported peeling; however, return analysis was unable to confirm the peeling. Handling after the procedure in the attempts to remove the reported peeling likely contributed to the stent dislodging. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. The reported peeling was unable to be confirmed; however the reported failure to advance appears to be related to the operational context of the procedure. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are 100% visually inspected online for damage including balloon shredding.

Event description:
It was reported that the physician attempted to direct stent; however, the 2.0 x 15 mm mini vision rx would not cross the lesion. When the device was removed from the patient, the soft tip of the device was noted to have threads on it which the physician attempted to remove; however, during this attempt, the stent implant dislodged was inadvertently dislodged from the balloon. There was no adverse patient effects reported. No additional information was provided.